Manufacturer narrative:
(B)(4). Batch # r5aj7k. Investigation summary: the analysis found that one pve35a device was returned with no apparent damage and with one cartridge reload loaded on the device. The reload was received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted. The device opened and closed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch: unknown. A manufacturing record evaluation was performed for the finished device and no non-conformances were identified. Additional information requested and received: was the device locked on tissue with the jaws closed? If yes, how was the device removed? What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? Did the jaws eventually open? The device was not clamped on tissue; the surgeon was trying to reload the device and could not get the jaws open.

Event description:
It was reported that during a laparoscopic appendectomy on the second firing of the device the jaws locked out. It is unknown how the jaws were opened. There were no adverse consequences for the patient.